Manufacturer narrative:
Lot# 2363203. Previously submitted under patient identifier (B)(6). This is a follow-up report. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Device not returned.

Event description:
As reported to coloplast, though not verified, according to the available information, the patient's legal representative stated pain, infection, worsened incontinence, vaginal bleeding, urinary problems, dyspareunia, mesh erosion, hematuria. Aris was implanted on (B)(6) 2010 and excised on (B)(6) 2016. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.